Event description:
It was reported that the patient had an increase in pain in their right shoulder and neck, sharp pains in back area and numbness in right hand. It was also noted that the patient had difficulty recharging their implantable neurostimulator (ins). X-rays were taken and it was determined that the ins was flipped in the pocket. A revision was performed on (B)(6), 2012. The patient was given ibuprofen 800 3 times a day and the outcome was reported as resolved without sequelae. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
The initial MDR was filed as mfg. Report # 3007566237-2012-01764. (B)(4).

Manufacturer narrative:
(B)(4).